Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had jammed due to defective rails. A field service engineer (fse) found that half height drawer had been pulling out too far when nurses accessed medication in the back row. Because the rails were bad, the entire drawer needed replacement. The fse picked up a spare drawer from the storage depot and replaced the faulty drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to operate properly. It was not fully opened, and an object had become stuck between the tracks, causing it to jam. The customer stated that this malfunction occurred while dispensing the medication and the nurses were unable to access the medication. There were no adverse events or injuries reported based on this event.